Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6), 2012 during a colonoscopy procedure. According to the complainant, during the procedure the clip locked onto the target site, but would not release from the delivery catheter. The clip was pulled from the tissue without any additional bleeding. The procedure was completed using another resolution clip. There was a one to two minute delay in the case due to this event. Reportedly, the device was not tested prior to use. No visible device damage was reported. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.